Event description:
Patient underwent reconstruction with the titanium sternal fixation system in 2011. It was a difficult case, as the patient had an infection prior to the reconstruction and was a very large patient. Patient complained of postoperative pain. It was noted that one of the emergency pins came out of the plate. The plates and screws remain implanted in the patient and surgeon does not plan to revise patient. Reportedly, the construct was effective for the patient. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative additional product codes and common device names: jey ¿ bone plate. Device implanted in 2011. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.